Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 119 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.